Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) exhibited high threshold measurements one day post implant. X-ray confirmed that the lead had dislodged. Surgical intervention was performed and the lead was explanted and replaced without incident.